Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged during the implant procedure. The leads helix would not extend during the attempt to reposition the lead. The lead was removed and replaced.